Manufacturer narrative:
Corrected data: date of event: (B)(6) 2008.

Event description:
The article reported that a (B)(6) infant with tetralogy of fallot underwent a right-sided modified bt shunt using a 4 mm expanded polytetrafluoroethylene (gore-tex, w.l. Gore and assoc, (B)(4)) graft through a right thoracotomy to improve the increased cyanosis and small pulmonary arteries. Five months later, he developed otitis media, followed by repeated relapses of pneumonia and fever of unknown origin at 11 months of age. It was determined that the shunt was completely occluded and the proximal end of the graft had partially dehisced from the anastomotic site. Cardiac catheterization documented the presence of a pseudoaneurysm at the right upper mediastinum. Following antibiotic therapy (20 days), surgical resection of the pseudoaneurysm and graft were performed. Both the removed aneurysmal wall and the graft were reported culture negative.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
In the literature article, "an infected pseudoaneurysm following a modified blalock-taussig shunt", accepted (B)(6) 2008, published in interactive cardiovascular and thoracic surgery 8 (2009) 108-110 (doi:10.1510/icvts.2008.184333), it was reported the shunt (4mm gore graft) was completely occluded and the proximal end of the graft had partially dehisced from the anastomotic site. It was reported that following antibiotic therapy (20 days), a surgical resection of the pseudoaneurysm and graft was performed. Both the removed aneurysmal wall and the graft were reported culture negative.